Event description:
"Rn (registered nurse) programed IV pump to infuse entire bag of norepinephrine (250 ml). After removing the pump - when rn went to waste medication - the expected amount of medication was 122 ml - the actual amount of medication was 150 ml left in the bag. Medication in the tubing was omitted. There was 30 ml difference between medication expectations and actual medication infuse. The pump was under infusing the medication".